Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed noise on the high voltage (hv) channel and an out of range shock impedance measurement when the lead was programmed rv coil to can. The health care professional (hcp) reported that the shock impedance had been increasing from 70 to the low 100's over the last year. Boston scientific technical services recommended performing isometrics and performing a 1.1 joule and 41 joule commanded synch shock to assess hv lead integrity. The local boston scientific field representative (fr) was contacted for additional information. The fr did not have any further information at the time. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.